Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant surgery. During the procedure, upon the sheath was peeled out after positioning, the dislodgement of atrial lead was confirmed. While repositioning of the lead, it was noted that the helix could not be retracted. The physician faced difficulty with positioning the atrial lead. The lead was replaced and the procedure was completed with no adverse consequences to the patient.